Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra meter was displaying inaccurately compared to the same meter, inaccurately low compared to his feelings or normal results and had a illegible label or worn serial number. The patient was not available for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 7am, he obtained readings of ¿148 and 72mg/dl.¿ based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=1.11mmol/l when obtained within 20 minutes. The patient reported using a combination of lantus, 25 units, humalog on a sliding scale and on glyza 2.5 mg to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes later he felt a cold sweat, and felt bad. The patient reported on (B)(6) 2014 at 7:30am he had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia and required self treatment to prevent additional injury.